Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# g140113. FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is 00813024013297. Approximate age of device ¿ 1 day.  No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that on (B)(6) 2017, CT scan showed acute/subacute right middle cerebral artery (mca) territory infarct without mass effect or hemorrhage; presumed chronic small vessel ischemic disease. On (B)(6) 2017, it was reported that there was no significant change of acute/subacute right mca territory infarct. Standard neurological exam showed ischemic stroke. No anticoagulants at time of the event. Unspecified changes to the patient¿s medication were made. The patient expired on (B)(6) 2017 due to right mca stroke with hemorrhagic conversion. No additional information was provided.

Manufacturer narrative:
A correlation between the reported strokes and the device could not be conclusively determined. It was reported that a computed tomography (CT) scan showed the patient had an acute/subacute right middle cerebral artery (mca) territory infarct without mass effect or hemorrhage. It was presumed to be chronic small vessel ischemic disease. No significant changes were noted the next day and the patient underwent changes to their medication. A system controller log file was submitted which contained data spanning from the initial implant on (B)(6) 2017 to the discontinuation of the device on (B)(6) 2017. No unusual events were noted while the device was in operation. Similar events were captured in the controller periodic log file. No autopsy was performed and the device was not explanted. No product available for investigation. Bleeding and stroke are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.